Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, increased pacing thresholds were observed on this left ventricular (lv) lead. Subsequently, chest x-rays were obtained and it was confirmed that the lead had dislodged. A revision procedure was performed to reposition the lead. During the procedure, it was discovered that the lead was securely fixed in the heart with no mobility. The physician elected to abandon the procedure and re-evaluate the situation before attempting to explant or reposition the lead. Boston scientific technical services (ts) was consulted and recommended confirming all electrical parameters prior to performing another revision. The electrical measurements were confirmed and the physician has elected to continue monitoring the system. This lv lead remains in service. No additional adverse patient effects were reported.